Event description:
A malfunction alarm occurred with the customer¿s pump during the loading process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite assistance from technical support, the customer was unable to successfully load a cartridge, causing the cartridge alarm to recur. Consequently, technical support decided to replace the pump, and the customer opted to use a multiple daily injection (mdi) as a backup therapy. Instructions were provided to the customer on how to return the pump and put it into storage mode before returning it to tandem.